Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is premium plastic solutions. This site is an OEM manufacturing site. Therefore, (B)(6) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the lid cover of a 1.4l bd¿ tray sharps collector was found to be damaged during use. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that the lid cover of a 1.4l bd¿ tray sharps collector was found to be damaged during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no ncr's were raised during the production of this lot. All testing was within specification. Investigation conclusion: root cause is undetermined.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that the lid cover of a 1.4l bd¿ tray sharps collector was found to be damaged during use. There was no report of exposure, injury or medical intervention.